Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown; unknown liner p/n unknown l/n unknown. (B)(6).

Event description:
It was reported that patient had a hip revision three months post-implantation due to implant fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Event was confirmed by radiological and visual evaluation. According to the radiologist, the femoral head was fractured with a displacement of the fragment lateral to the acetabular cup component. Inspection of the returned device revealed the head was fractured into six pieces. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.